Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got hospitalized due to low blood glucose with blood glucose of 32 mg/dl at the time of the incident. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. It is unknown if the insulin pump will be returned for analysis.